Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ca2 calcium gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a calcium value of 3.30 mmol/l and repeated as 2.44 mmol/l. The second sample initially resulted in a calcium value of 3.48 mmol/l. The sample was repeated on a competitor analyzer (alinity c), resulting in a value of 2.31 mmol/l. The calcium reagent lot number was 623495, with an expiration date of 30-jun-2023.

Manufacturer narrative:
The field service engineer checked the analyzer and cleaned fluid paths. A reagent probe was replaced. The investigation determined the action of replacing the probe resolved the issue.